Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the control body fluid damage, the segment compressed (short in length), the ccd drive pcb corroded, the operation channel (primary) leak, the insertion flexible tube leak, the lg prong loose, the ethylene oxide gas valve (eog) loose, the lg cable connector housing loose, the distal body worn out, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).